Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article: "reverse shoulder arthroplasty for acute proximal humeral fractures in the geriatric patient: results, health-related quality of life and complication rates" by yaiza lopiz, javier garcia-coiradas, laura serrano-mateo, et al, published online international orthopedics (sicot) (2016), reviewed for MDR reportability. Of 46 patients within the study, all of whom had acute displaced three-four part proximal humerus fractures treated with depuy delta xtend reverse shoulder arthroplasty, it was reported that two patients expired prior to the study's conclusion for reasons unrelated to their shoulders. One patient experienced prosthesis dislocation three months post-operatively, treated by revising the glenosphere diameter, with no modification of humeral stem or metaglene components. Another patient fell during rehab, resulting in a periprosthetic fracture, surgically fixed by plating. Finally, two patients had surgical wound hematomas requiring surgical drainage. The complications will be addressed in three separate complaints. This complaint will address the prosthesis dislocation.

Manufacturer narrative:
(B)(4). Investigation summary no device was returned depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.